Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was left unplugged for a day. The site was able to get the system to charge its batteries. However, the mobile view station (mvs) and image acquisition system (ias) would not connect and boot up fully. The ias application would not open up after multiple attempts. There was no patient present when this issue was identified.